Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a major pulmonary exeresis procedure, immediately after a resection of the right basal pyramid by videothoracoscopy, an abnormally large and prolonged bubbling occurred. It was reported that patient had major subcutaneous emphysema that required resuscitation stay. Patient undergone realization of a scanner and a fibroscopy. Patient hand extended hospital stay of 22 days versus the usual 7 days including a transfer to intensive care.